Event description:
Customer reportedly received results of 232 mg/dl and 57 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms reported with these results; able to self treat. No actions taken based on device results. Requested return of suspect device and replacement was sent.